Event description:
It was observed that during the device evaluation, the device exhibited blur image. There was no patient involvement.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The subject device will not be sent back to olympus for further evaluation and repair. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: broken objective lens causing image blur. The most probable cause was trace to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.